Event description:
It was reported that that this right atrial (ra) lead exhibited loss of capture (loc). Patient was not symptomatic, and no intervention will be done. No adverse patient effects were reported. Currently, this lead remains in service.